Manufacturer narrative:
Corrected: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a decrease in blood pressure due to cardiac tamponade, which occurred due to cardiac perforation and was confirmed via echocardiography. The condition was resolved through drainage via pericardiocentesis. An exacerbation of mitral regurgitation was also noted, which was resolved by adjusting the settings. The av delay was adjusted to avoid pacing. It was noted that edema of the ventricular septum on the left ventricular side was observed following left bundle branch pacing, which appeared to cause narrowing of the left ventricular outflow tract. However, due to insufficient testing at this stage, the exact cause remains unclear. Additionally, the pressure gradient in the left ventricular outflow tract was observed to increase with pacing, conduction propagation cannot be ruled out. It was further noted that surgical and medical treatment occurred which resulted in extension of hospitalization. The right ventricular (rv) left bundle branch (lbb) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.